Manufacturer narrative:
This report is submitted on october 25, 2023.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to an unknown reason. The patient was reimplanted with another cochlear device (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site and migration of the receiver/stimulator. Subsequently, the patient was treated with oral and IV antibiotics (specific date and duration not reported). The patient was also hospitalized (date and duration not reported).